Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: impella rp flex sn (B)(6) + purge cassette returned. No field data logs available. Return product found biomaterial around the impeller. Low flow was reproduced when running in a water bucket in the lab and a large thrombus was expelled during the run. Thrombosis/cardiac arrest: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Low flow: no field data logs available. Clinical reports increase in mc and decrease in flows. Patient has known history of dvt including existing ¿superficial¿ thrombus to the right upper extremity. The cause of the low flow was biomaterial based on return product investigation. Device history lot device lot: 1885552. Device history batch subcomponent lot: na. Device history review the pump sn (B)(6) passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella rp flex experienced surgical bleeding from the patient's chest, unrelated to the impella. Impella flows and motor current decreased and coded. The patient expired on impella support.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.